Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the DHR analysis of the batches indicated shows an initial conformance of these products with regards to their specification. For these batches, there was no deviation or non-conformance.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of shoulder replacement - removal of all implants, antibiotic spacer implanted. Right shoulder.